Manufacturer narrative:
The investigation of the reported issue has been completed by siemens experts. The assessment was based on expert discussions, the complaint description, customer service reports, system history, and log file analysis. The log file review confirmed that the loss of x ray functionality was caused by a connection issue involving the copra (common processor architecture) board within the rtc (real time controller). As a result, radiation release was not possible. The customer received the error message: ¿no x ray, fd problem, sc.¿ all system movements remained fully functional. A siemens local service engineer was dispatched to the site for troubleshooting. After reseating all boards in the rtc, the system returned to normal functionality. The root cause of the non-conformity is determined to be a connection issue of the copra board in the rtc. The occurrence rate of the identified cause has been checked, and no error accumulation has been identified. The occurrence rate is below the defined threshold.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee iii ceiling system. The user reported that no x-ray was possible during an interventional procedure. The procedure was performed by relocating the patient to another hospital. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.